Event description:
It was reported that post a coronary stenting treatment procedure, thrombosis occurred followed by a patient death. The patient presented with an acute myocardial infraction (ami) with many lesions in the coronary arteries. The 90% stenosed lesion being treated was located in the moderately tortuous, moderately calcified mid right coronary artery (rca). The lesion was not predilated. The physician implanted a 2.75x32mm liberte stent, inflated to 14 atm for 14 seconds. The stent was well apposed. There was no dissection, no residual stenosis, and timi 3 flow. Medications given include: plavix and aspirin. The patient's condition was 'stable'. Seven hours later, the patient had signs of ami, thrombosis and patient death occurred. No reintervention was performed. Additional information requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.